Event description:
The patient had pain due to a mispositioned cup and the cause is unknown. The surgeon revised the medacta cup and liner to competitor components and the medacta head to a medacta head. The surgery was completed successfully. The cause of the malpositioned cup is unknown. The head was revised to add more stability.

Manufacturer narrative:
Batch review performed on 17 june 2025: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.